Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized after changing the battery and not receiving insulin. Blood glucose value was 293 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018. Troubleshooting was performed and air bubbles were discovered in the infusion set. The customer was assisted in the removal of the air bubbles. Troubleshooting concluded that the insulin pump did not under-deliver. The device will not be replaced or returned for analysis.